Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent delivery system was unable to advance over the guide wire. Upon removal of the guide wire and delivery system it was discovered that the tip of catheter had separated and was on the wire. The delivery system catheter did not enter the pt. No pt injury was reported.